Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarmed unexpected restart. The customer's blood glucose was 207 mg/dl at the time of incident. Troubleshooting found that the pump may have been exposed to moisture as it was in a wet plastic bag. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery, self-test and a21 tests. No unexpected e21 and a21 error alarm noted during our testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.